Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that upon disconnect of a 24 hour pump infusion, it was noted that the medication bag was still completely full. However, the pump stated all 500 milliliters were given and 0 milliliters were remaining. There was no alarm or error message noted on the pump, or that the patient had experienced, as well as all the clamps were correctly handled. Unfortunately, due to the medications longevity of only 30 hours, the infusion could not have been restarted with a new pump and the patient given the medication. The pump was running at 20.8 milliliters per hour. The medication was administered through a large bag along with an administration set. Clinical stated the wrong tubing was being used. The patient was not affected. There was no patient injury.

Manufacturer narrative:
H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a the tubing. No serial number was provided, therefore a DHR review and service history review was unable to be completed. If the device is later returned, the complaint will be reopened and an investigation will be completed.